Event description:
In 2003 pt had bowel resection performed. The surgiwrap was placed on and behind the uterus. Approx eight months later, 2004, another dr opened the pt and observed big masses of tissue and cells coming out. The dr decided to perform a hysterectomy and send everything to the pathology lab. Lab results show reaction to something foreign in the body. Pt is recovering without incident.